Manufacturer narrative:
(B)(4). The rt319 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt319 adult breathing circuit was returned to f&p in (B)(4) where it was visually inspected. Results: visual inspection revealed that there was a gap between the tubing and the elbow connector. Conclusion: we are unable to determine what may have caused the event reported by the customer. However it is known that this can occur if the breathing circuits are cleaned and reused. We note that the customer reported that the reported event occurred after two days of use which suggests that the complaint circuit became damaged after the product was released for distribution. All rt319 adult breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The user instructions supplied with the rt319 breathing circuit state: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a distributor to a fisher & paykel healthcare (f&p) field representative that the inspiratory limb of the rt319 adult breathing circuit separated from the circuit elbow. This was found after two days of use. No patient consequence was reported.